Manufacturer narrative:
The nurse reported that the bedside monitor (bsm) was over inflating the patients cuff. The nurse states that the bsm will continually inflate the patients cuff until it becomes extremely uncomfortable for the patient and must be stopped and removed. No patient harm was reported. Nihon kohden technician asked the customer if they attempted to restart the bsm, swap out the nibp cable and cuff for a new set and the nurse informed the nk technician that they tried this, but the issue remained. Nk technician advised the customer that the unit may need to be swapped out with a properly functioning device in order to resolve the reported issue. Further information has been received from the nurse to date stating that their biomedical engineer claims there was nothing wrong with the device and that it will not be returned to nihon kohden. This is being reported conservatively. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that the bedside monitor (bsm) was over inflating the patients cuff while in patient use. The nurse states that the bsm will continually inflate the patients cuff until it becomes extremely uncomfortable for the patient and must be stopped and removed. No patient harm was reported. Nihon kohden technician asked the customer if they attempted to restart the bsm, swap out the nibp cable and cuff for a new set and the nurse informed the nk technician that they tried this, but the issue remained. Nk technician advised the customer that the unit may need to be swapped out with a properly functioning device in order to resolve the reported issue. Further information has been received from the nurse to date stating that their biomedical engineer claims there was nothing wrong with the device and that it will not be returned to nihon kohden. This is being reported conservatively.

Manufacturer narrative:
The nurse reported that the bedside monitor (bsm) was over inflating the patients cuff. The nurse states that the bsm will continually inflate the patients cuff until it becomes extremely uncomfortable for the patient and must be stopped and removed. No patient harm was reported. Nihon kohden technician asked the customer if they attempted to restart the bsm, swap out the nibp cable and cuff for a new set and the nurse informed the nk technician that they tried this, but the issue remained. Nk technician advised the customer that the unit may need to be swapped out with a properly functioning device in order to resolve the reported issue. Further information has been received from the nurse to date stating that their biomedical engineer claims there was nothing wrong with the device and that it will not be returned to nihon kohden. This is being reported conservatively. Investigation summary: as the device was not returned for evaluation, root cause cannot be determined. No further issues have been reported with the device. Possible root causes could be related to use error, use of unspecified equipment, or device failure. Due to no further issues being reported and an improbable occurrence rate of cuff not inflating properly, further action is not warranted. The following fields are not applicable (na) to this report: d4 lot # & expiration date. G4 device bla number. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: b6: attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional device information: d10 concomitant medical device: the following device(s) was used in conjunction with the bsm, but the model #, serial #, device manufacturer date and UDI is noted as no information (ni) since the biomedical engineer could not provide the information. Central nurse(s) station: cns. Model #: ni. Serial #: ni. Device manufacturer date: ni. Unique identifier: ni. Additional manufacturer narrative: b4: date of this report. G3: date received by manufacturer . G6: type of report. H2: if follow-up, what type?. H6: adverse event codes. H10: additional manufacturer narrative.

Event description:
The nurse reported that the bedside monitor (bsm) was over inflating the patients cuff while in patient use. The nurse states that the bsm will continually inflate the patients cuff until it becomes extremely uncomfortable for the patient and must be stopped and removed. No patient harm was reported. Nihon kohden technician asked the customer if they attempted to restart the bsm, swap out the nibp cable and cuff for a new set and the nurse informed the nk technician that they tried this, but the issue remained. Nk technician advised the customer that the unit may need to be swapped out with a properly functioning device in order to resolve the reported issue. Further information has been received from the nurse to date stating that their biomedical engineer claims there was nothing wrong with the device and that it will not be returned to nihon kohden. This is being reported conservatively.

Event description:
The nurse reported that the bedside monitor (bsm) was over inflating the patients cuff while in patient use. The nurse states that the bsm will continually inflate the patients cuff until it becomes extremely uncomfortable for the patient and must be stopped and removed. No patient harm was reported. Nihon kohden technician asked the customer if they attempted to restart the bsm, swap out the nibp cable and cuff for a new set and the nurse informed the nk technician that they tried this, but the issue remained. Nk technician advised the customer that the unit may need to be swapped out with a properly functioning device in order to resolve the reported issue. Further information has been received from the nurse to date stating that their biomedical engineer claims there was nothing wrong with the device and that it will not be returned to nihon kohden. This is being reported conservatively.

Manufacturer narrative:
The nurse reported that the bedside monitor (bsm) was over inflating the patients cuff. The nurse states that the bsm will continually inflate the patients cuff until it becomes extremely uncomfortable for the patient and must be stopped and removed. No patient harm was reported. Nihon kohden technician asked the customer if they attempted to restart the bsm, swap out the nibp cable and cuff for a new set and the nurse informed the nk technician that they tried this, but the issue remained. Nk technician advised the customer that the unit may need to be swapped out with a properly functioning device in order to resolve the reported issue. Further information has been received from the nurse to date stating that their biomedical engineer claims there was nothing wrong with the device and that it will not be returned to nihon kohden. This is being reported conservatively. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f11 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: b6: attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional device information: concomitant medical products: the following device(s) was used in conjunction with the bsm, but the model #, serial #, device manufacturer date and UDI is noted as no information (ni) since the biomedical engineer could not provide the information. Central nurse(s) station: cns model #: ni serial #: ni device manufacturer date: ni unique identifier: ni additional/corrected data: a2 age at the time of event, date of birth a4 patient weight a5 ethnicity a6 race b4 date of this report b7 other relevant history, including preexisting medical conditions g6 type of report h2 if follow-up, what type?